Manufacturer narrative:
Additional information: b6, g2, g3. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling and associated risk documents was completed. Punctate epithelial erosion is identified as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Punctate epithelial erosion is an established risk associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye (od) trabecular microbypass stent system procedure, the patient presented on postop day one (1) with punctate epithelium erosion, which was described as "moderate" and "non-serious". Per report, the event is unresolved with no report of intervention. Additional information is being requested.

Manufacturer narrative:
Additional information: b1, b5, b6, g2, g3, h1. A review of the device labeling and associated risk documents was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events (peripheral anterior synechiae and stent obstruction) are established risks associated with use of the device, which is clearly documented. MFR# reference: (B)(4).

Event description:
The following additional information was obtained. Per report, a gonioscope examination noted peripheral anterior synechiae (pas) with stent lumen obstruction. The report noted that all three (3) stents remain visible in their original implant location.